Manufacturer narrative:
Vyaire complaint number (B)(4). Code 81 other - at this time, vyaire has not received the suspect device/component for evaluation. Any additional information provided by the customer will be included in a follow-up report.

Event description:
Customer contacted vyaire medical to report that the ventilator was giving circuit disconnect and low pip alarms, and a transducer fault (xdcr) alarm was found in the service logs. There is no indication of patient involvement or harm.